Event description:
The complainant wonders why mercury-in-glass thermometers are still being used for medical purposes. They could break and cause mercury poisoning according to the complainant. Rptr feels the units are relatively inexpensive, but are no longer cost effective considering the risk of cuts, glass injestion and mercury poisoning.